Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back and dislodged from the coronary sinus branch after implant, creating high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.